Manufacturer narrative:
The sample is expected to be returned for analysis.

Event description:
States that respiratory therapist in charge of pt stated to her that pt complained that the trach was larger and irritating the stoma. Pt claims it is irritating due to it being slightly larger than normal. The tube was not replaced due to the reported issue. The reported issue was brought to the attention during routine trach replacement.